Manufacturer narrative:
(B)(4). This complaint is against the transfer set, but the transfer set in use at the time of the incident was unknown. The specific product code for the minicap transfer set is unknown. The brand name and 510k have been provided in this MDR. The sample and lot number are not available. Since the lot number is unknown, a batch review will not be performed. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This report of use error - breach in aseptic technique and peritonitis is confirmed because it was reported that there was a break in aseptic technique, described as touch contamination, which led to peritonitis. However, the assignable cause for the use error could not be determined. A labeling review has been performed, finding that current labeling provides ample instructions related to the prevention of the use error in this report. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem.

Event description:
On (B)(6) 2012, while global pharmacovigilance was conducting follow-up on an unrelated issue, the following information was reported. In 2011, the patient switched from fresenius products to baxter products and performed peritoneal dialysis (pd) therapy with 10l total fill over 4 cycles nightly. On an unreported date, the patient experienced a touch contamination. On an unknown date in (B)(6) 2012, the patient stated that he developed peritonitis. The patient stated that he was retrained for touch contamination. The patient was treated with both unspecified intraperitoneal (ip) and oral antibiotics. The patient also expressed concern about design of minicap possibly contributing to the touch contamination and peritonitis. The peritonitis was ongoing at this time. Pd therapy was ongoing. On (B)(6) 2013, global pharmacovigilance obtained the following information from the peritoneal dialysis nurse. On an unreported date, the patient experienced a touch contamination. On (B)(6) 2012, the patient experienced peritonitis. On (B)(6) 2012, the patient was treated with cefazolin and ceftazidime (dose unknown) ip for 2 weeks. On (B)(6) 2012, the patient was treated with dicloxacillin (dosage unknown) orally for 14 days. On (B)(6) 2012, the patient was treated with cefazolin (dosage unknown) ip, for 3 weeks. The cause of the peritonitis was determined to be touch contamination and the patient was retrained. The pd nurse denied any problem with the patient?s mini caps. At the time of this conversation, the patient was recovering. Pd therapy was ongoing. The nurse reported the relapsing peritonitis was not related to any baxter solutions, devices, or disposable parts. On (B)(6) 2013, product surveillance contacted the patient regarding clarification of reported issue. The following information was reported. On an unknown date, the patient experienced a touch contamination while connecting his transfer set to the patient line. The patient believes he inadvertently touched the end of the transfer set. On an unknown date, the patient experienced peritonitis due to the touch contamination. The patient further clarified, baxter mini-caps did not cause or contribute to the peritonitis event. The patient stated he remains on antibiotic therapy for the event but he currently does not have any symptoms of peritonitis. He stated he is still recovering from the event. The patient stated peritonitis was unrelated to baxter mini-caps or any other baxter products.

Manufacturer narrative:
(B)(4). At the time of this report, the patient was considered recovered from the peritonitis event, but remained on antibiotic therapy.